Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. Pump passed the displacement test. The following were noted during visual inspection: huge chunk of the battery tube threads missing, cracks in the case on the battery tube side one of which runs horizontally across the battery tube around where the bottom of the battery compartment is located. The pump was received with a battery cap what was missing its contact. In summary, the customer¿s report of a crack in the case was confirmed during visual inspection. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on battery side of the pump. The customer reported no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed and confirmed the damage. No harm requiring medical intervention was reported. Product return was requested for mmt-1782k and the product mmt-1782k was returned for analysis.